Event description:
Philips received a complaint by the customer biomed on the v60 indicating that the unit was not secure to the universal stand. It was reported there was no patient involvement at the time the issue was discovered. The biomed reported the issue to the remote service engineer (rse). Stating the unit was not secure to the universal stand via visual inspection and confirmation. The biomed requested the part number of the thumbwheels, central processing unit (cpu) cover tray, and foot kit to order and replace. Final investigation and disposition are pending.